Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on or around (B)(6) 2018, the patient underwent lap colon resection. The procedure was converted to open left partial colectomy. The patient was taken back to the or for exploratory laparotomy and noted to have a small anastomotic leak that was repaired primarily on (B)(6) 2018. The patient was again taken for exploratory surgery to drain an intrabdominal abscess and has multiple cultures growing pansensitive pseudomonas aeruginosa. The patient return to surgery for I<(>&<)>d of abdominal wall abscess and again for abdominal washout. The patient was discharged from the hospital at (B)(6) 2019.